Manufacturer narrative:
No product was returned therefore device analysis could not be performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the device is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff of the trach tube would not inflate. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.